Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2018, elevated lactate dehydrogenase values were noted. The patient¿s d-dimer values were in normal range. The analysis of the system controller log files showed normal behavior of the pump. A transthoracic echocardiogram was performed without any remarkable results. CT angiography showed a constriction in the proximal outflow graft. The patient was treated with heparin. Daily laboratory parameters and additional log files were unremarkable. The patient was discharged from the hospital on (B)(6) 2018 and is reportedly doing fine. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported hemolysis cannot be conclusively determined. The submitted log file contained approximately 15 days of data, spanning from (B)(6) 2018 to (B)(6) 2018, and majority of the events captured were routine power source changes and pulsatility index (pi) events. The device appeared to be functioning as intended. Hemolysis is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The manufacturer is closing the file on this event.